Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. During procedure, it was noted that the right ventricular lead exhibited insulation damage. The physician elected to repair the lead insulation damage during procedure and the reported lead remained implanted. The patient was in stable condition.